Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 17:01:19. During night drain cycle three, the patient's ultrafiltration reading was 1558ml, indicating the home patient (hp) drained 1558ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The increased intra peritoneal volume (iipv) event was identified in an event history log review. The cause was determined to be a use error. The minimum drain volume percentage was set to low resulting in an incomplete drain. The homechoice apd systems trainer's guide provides the warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.